Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the learned that the hospital had this electric motor set aside for repair on this date - 12/16/2024 when I went to see the supply coordinator about a different motor issue and it was set aside in a box. It had a label on it saying "motor overheating". I sent an email to the crn requesting more details but what the supply staff advise is that it over heated and there were no issues to patient and a different motor was used in surgery. I will add any more information I receive from the crn once jodi broach responds. There was no patient involved with this event.